Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -5.5 diopter was implanted into the patients left eye (os) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length and the problem was resolved. Cause reported as unknown.